Event description:
User facility reported a uterine perforation and possible bowel burn seen on laparoscopy following an attempted novasure ablation. During follow-up in 2009, the physician reported that the post laparoscopy, done six days prior, revealed a "3 cm concentric area of cautery ... On the uterine serosa mid-way between the fundus and the cornua on the posterior wall of the uterus. In this circle of cauterized serosa was a 0.5cm perforation site". During inspection of the bowel "an area of mesentery adjacent to the uterus" was seen to have "a cautery effect but the bowel appeared normal and no further treatment or eval was performed." The pt was discharged home following the novasure procedure and "has had no further issues 6 days post-operatively". An initial hysteroscopy, uterine biopsy, laparoscopic tubal ligation, a polypectomy followed by another hysteroscopy, and a sounding with a metal sound (not a hologic device) were performed prior to the novasure procedure. It is not known when this perforation occurred or what may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Device history record (DHR) review could not be conducted for the radio frequency controller (rfc) as a serial number was not provided by the complainant. The coding in this section reflects the eval of the returned disposable device. The radio frequency controller used in this event was not returned for testing. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system.